Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), constipation ("constipated"), ovarian cyst ("doc found cyst on my ovary"), the first episode of dyspareunia ("painful intercourse"), orgasm abnormal ("pain shoot through my orgasm"), the second episode of dyspareunia ("at the time of having sex the left side of my groin into my hip start to hurt"), inadequate lubrication ("I'm extra dry all the time (during intercourse)"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness") and bladder pain ("minor bladder pain") and was found to have the first episode of uterine leiomyoma ("my uterus has lots of a fibroids inside and out") and the second episode of uterine leiomyoma ("fibroids in my uterus"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, pelvic pain, constipation, ovarian cyst, orgasm abnormal, the last episode of dyspareunia, inadequate lubrication, the last episode of uterine leiomyoma, hot flush, night sweats, vulvovaginal dryness and bladder pain outcome was unknown. The reporter considered abdominal pain, bladder pain, constipation, hot flush, inadequate lubrication, night sweats, orgasm abnormal, ovarian cyst, pelvic pain, vulvovaginal dryness, the first episode of dyspareunia, the first episode of uterine leiomyoma, the second episode of dyspareunia and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: constipation. X-ray - on an unknown date: constipation. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, constipation, ovarian cyst, uterine leiomyoma, painful intercourse, pain shoot through my orgasm, abdominal pain, at the time of having sex the left side of my groin into my hip start to hurt were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event¿s: fibroids in my uterus, hot flashes, night sweats, vaginal dryness, minor bladder pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), constipation ("constipated"), ovarian cyst ("doc found cyst on my ovary / cysts on left ovary"), the first episode of dyspareunia ("painful intercourse"), orgasm abnormal ("pain shoot through my orgasm"). The second episode of dyspareunia ("at the time of having sex, the left side of my groin into my hip start to hurt"), inadequate lubrication ("I'm extra dry all the time (during intercourse)"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), bladder pain ("minor bladder pain"), allergy to metals ("my test showed, I was allergic to cobalt and formaldehyde") and allergy to chemicals ("my test showed, I was allergic to cobalt and formaldehyde"). And was found to have the first episode of uterine leiomyoma ("my uterus has lots of a fibroids inside and out / fibroids in the uterus"). And the second episode of uterine leiomyoma ("fibroids in my uterus"). The patient was treated with surgery (tah bso and hysterectomy / tah bso). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, constipation, ovarian cyst, orgasm abnormal, the last episode of dyspareunia, inadequate lubrication, the last episode of uterine leiomyoma, hot flush, night sweats, vulvovaginal dryness, bladder pain, allergy to metals and allergy to chemicals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, bladder pain, constipation, hot flush, inadequate lubrication, night sweats, orgasm abnormal, ovarian cyst, pelvic pain, vulvovaginal dryness, the first episode of dyspareunia, the first episode of uterine leiomyoma, the second episode of dyspareunia and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date, constipation. X-ray: on an unknown date, constipation. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, constipation, ovarian cyst, uterine leiomyoma, painful intercourse, pain shoot through my orgasm, abdominal pain, at the time of having sex , the left side of my groin into my hip start to hurt were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), constipation ("constipated"), ovarian cyst ("doc found cyst on my ovary / cysts on left ovary"), the first episode of dyspareunia ("painful intercourse"), orgasm abnormal ("pain shoot through my orgasm"), the second episode of dyspareunia ("at the time of having sex the left side of my groin into my hip start to hurt"), inadequate lubrication ("I'm extra dry all the time(during intercourse)"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), bladder pain ("minor bladder pain"), allergy to metals ("my test showed I was allergic to cobalt and formaldehyde") and allergy to chemicals ("my test showed I was allergic to cobalt and formaldehyde") and was found to have the first episode of uterine leiomyoma ("my uterus has lots of a fibroids inside and out / fibroids in the uterus") and the second episode of uterine leiomyoma ("fibroids in my uterus"). The patient was treated with surgery (tah bso and hysterectomy / tah bso). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, constipation, ovarian cyst, orgasm abnormal, the last episode of dyspareunia, inadequate lubrication, the last episode of uterine leiomyoma, hot flush, night sweats, vulvovaginal dryness, bladder pain, allergy to metals and allergy to chemicals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, bladder pain, constipation, hot flush, inadequate lubrication, night sweats, orgasm abnormal, ovarian cyst, pelvic pain, vulvovaginal dryness, the first episode of dyspareunia, the first episode of uterine leiomyoma, the second episode of dyspareunia and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: constipation. X-ray - on an unknown date: constipation. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, constipation, ovarian cyst, uterine leiomyoma, painful intercourse, pain shoot through my orgasm, abdominal pain, at the time of having sex the left side of my groin into my hip start to hurt were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 9 and 10 were processed together. Social media received: my test showed I was allergic to cobalt and formaldehyde and reporter information were updated. On 23-mar-2020: fu 9 and 10 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.